Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire was failing to be removed from the left ventricular (lv) lead. The lv lead was not used. The physician continued with a dual-chamber pacemaker and completed the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿guidewire could not be pulled out¿ was not confirmed. A complete lead was returned in one piece without a guidewire. An insertion test was performed. The sample guidewire was able to be fully inserted / removed successfully with no restrictions. The lead was within product specification. Electrical testing, visual and x-ray inspections were normal with no anomalies found.